Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 08:44:49. During night drain cycle 11, the patient's ultrafiltration reading was 1083ml, indicating the home patient (hp) drained 1083ml more than their maximum programmed fill volume of 1500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1083ml during therapy initiated on (B)(4) 2012 08:44:49, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. Review of the event log revealed the cycle 11 drain was completed on (B)(4) 2012 13:27:41 and the user's actual drain volume during cycle 11 was 1057ml. The actual drain volume of 1057 ml is 70.4% of largest prescribed fill volume (lpfv) of 1500 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.